Event description:
It was reported that the customer experienced a blood glucose (bg) level of 553 mg/dl and ketones. Ketone levels were identified as life threatening by health care provider. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin, potassium, and saline. Treatment resolved the issue with no permanent damage to the customer. Tandem technical support attempted to acquire the release date from the hospital, but the customer declined follow up. Ultimately, the customer reverted to an alternate method of insulin therapy.